Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-evaluation. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical laboratories with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-evaluation. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-evaluation. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnoraml levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-evaluation. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-eval. There was no adverse effect to the pt.

Event description:
During the normal course of operation in the clinical labs with use of the analyzer, abnormal levels were reported after quality controls were tested within normal range. There was no failure code or alarm from the analyzer. Service was called and it was found to have a valve stuck and there was fluid backup. The machine was taken out of service and the co, roche, was called and came in the next day to evaluate and fix the analyzer. More frequent quality control checks are being done to keep a better monitor on the analyzer. This event affected lab results on 20 pts and incorrect results were reported to physicians prior to knowing of the problem. In one case, treatment for a low phosphorus result was instituted. When the error was discovered a call was immediately placed to the physician who brought the pt back into the clinic for re-evaluation. There was no adverse effect to the pt.